Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after a routine device change out, intermittent loss of capture was observed. The patient has multiple abandoned leads which is suspected to be causing electrode to electrode contact. When loss of capture could not be reproduced, device issue was suspected. An entire system revision was performed.